Event description:
It was reported that during a coronary procedure the physician had used three nc trek balloons to dilate a lesion and all three balloons had ruptured. All devices were easily removed from the patient anatomy. There was no reported adverse patient effect or delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2012, one day prior to the reported alert date. The two additional nc trek balloons indicated are being filed under separate medwatch reports. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint-handling database could not be conducted because the lot number was not provided. Based on the review, no product deficiency was identified.